Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implantable infusion pump. It was reported the patient's pump was running high at the hospital and the reported wanted to know how to adjust it.